Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 200 mg/dl. A correction bolus and insulin injections were used to address the bg level. When changing the supplies, the customer did not see any damage to the cannula. The cause of the past occlusions could not be determined. After the most recent occlusion, the customer also received a cartridge 1 alarm. A system check was performed and a crack was found in the cartridge. Tandem technical support advised the customer to change the cartridge.